Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 550mg/dl. The customer's current blood glucose is 124 mg/dl. Patient's blood glucose at time of incident was 558 mg/dl the customer did experienced the symptoms such as nausea vomiting. The customer was treated with manual injection . Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege that pump was under delivering . Software error was occurred in insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. However, software error alarm found in the insulin pump. Device received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.